Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the nurse put the scope into 10/11mm trocar. Never removed scope until discovered leak from outer gasket. A new trocar was opened to complete the procedure. There was no consequence to the pt.